Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. Part/lot is being updated.

Event description:
(B)(4). Reason for original complaint - litigation papers allege the following: on or about (B)(6) 2008, patient underwent a surgical procedure to implant the pinnacle system in his hip. Patient will likely need to undergo revision surgery. Patient has suffered, continues to suffer and will suffer in the future from injuries of a permanent, lasting and painful nature. Patient's ability to perform normal and enjoy regular activities has been impaired. Update rec'd (B)(4) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. A dor has been provided. The unknown hip will now be reported as an unknown liner, and an unknown head will be added to address allegations of metal on metal.

Manufacturer narrative:
Corrected: manufacturing facility: (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.